Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed. Primary analysis revealed no anomalies. Additional analysis revealed there was blood/body fluid on the proximal conductor (not obstructed). The outer insulation was breached with a cut; there was apparent explant damage. There was also blood in/on the helix mechanism.

Event description:
It was reported that the right atrial lead dislodged. The lead was repositioned, only to dislodge again. The physician feels the lead dislodgement may be indicative of the patient's heart tissue/anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.